Manufacturer narrative:
One device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 114 to 113. 3 devices are still pending evaluation.

Event description:
This report summarizes 113 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance or inability to catch the safety hook. There were 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
2 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. 1 device that was pending was evaluated and was found to be with a different device. The count has been updated to reflect this.

Event description:
This report summarizes 112 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance or inability to catch the safety hook. There were 2 events with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 114 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance or inability to catch the safety hook. There were 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 110 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 4 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.